Event description:
Paramedics attended to a person who had fallen from a kayak into a lake after experiencing a cardiac event. The pt's downtime was reported as 5 to 7 minutes. The device was connected to the pt using a pt ECG cable. The device allegedly displayed excessive artifact. The pt cable was changed, but the device allegedly continued to display excessive artifact. Another monitor was made available and used with no other problems reported. The pt was not resuscitated. The reporter indicated the alleged malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's contribution.